Event description:
Related manufacturer reference number: 2017865-2024-70140. It was reported the patient presented for a leadless pacemaker implant procedure. It was noted that loss of conductive telemetry occurred and the leadless pacemakers were unable to be finalized. Telemetry was restored successfully. Further investigation found misconfiguration of the ventricular leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
The device is subject to the merlin pcs aveir dr implant configuration action issued by abbott on 21 november 2024.

Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. Final analysis found the programmer experienced a telemetry break, which resulted in inadvertent misconfiguration of the active right ventricular leadless pacemaker as new right atrial leadless pacemaker. The root cause was identified in the programmer software.